Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to implant fracture stem (right), (B)(4), primary asa: p2 - mild disease not incapacitating, products not revised: procotyl l beaded and ha coated cup size 54mm, pha06264, lot: 1408297.